Event description:
The customer's device was returned per FDA recall #z-0150-2009tsu-326. Upon receipt, it was observed that the device failed to charge. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and confirmed that it failed to charge. The storage capacitor was removed for further eval. The root cause of the reported failure was due to the storage capacitor being open. The customer rec'd a replacement lifepak cr plus device.